Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed and replicated. 22028 error was found in the logs indicating fault on dof (degree of freedom) 6, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where 22028 error was triggered indicating fault on the dof 6. The usm was then installed onto a patient side cart fixture test platform (pftp) where carriage direction test was found to be failing on the dof 6.

Event description:
It was reported that prior to the da vinci-assisted hemicolectomy (right) surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) regarding a repeated recoverable error 22028 that occurred on universal surgical manipulator (usm) #1 during the system setup (drapes, instruments and cannula were not attached). Site confirmed no obstruction on usm #1. Site performed emergency power off (epo) twice, but the issue was not resolved. Site powered down the system, disabled armnet #1 and moved usm #1 to the rear of the patient side cart (psc). Site continued the procedure with the remaining three arms. There was no reported injury.